Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a connection issue. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the versajet device would not turn on. No harm or injury reported.